Manufacturer narrative:
Conclusion: no definite conclusion for the exact cause of this break can be drawn. Based on our long term experience as qualifieid surgical instrument MFR, we assume that overstressing the instrument might have resulted in the breakage. Our production records indicate compliance with all specifications and our trend analysis reflects no problem with this pattern so far. Nevertheless, in order to prevent the risk of future fractures in this area, we will initiate a corrective action and increase the width of the jaw hinge part by 0.2 mm.